Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. However, the pump was received with corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratches on lcd window, broken belt clip slot, and no damage to reservoir tube window.(B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump gave her a blank display without warning. The customer stated that the she was at home taking a nap when the incident occurred. The customer stated that the damage is on the reservoir window, near the battery compartment and the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.